Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. Test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is about a month ago. The meter memory was reviewed for previous test result history: result 1: hi mg/dl date: (B)(6) 2019 time: 01:23 pm not fasting. Customer initial call was test strip not recognizing or test strip not absorbing the blood turned into an hi. Customer adjusted meter's position from horizontal position while testing to a vertical position. The customer is storing their meter and test strips in the kitchen; informed the customer of the properly storage recommended by the manufacturer. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia. List of medication(s): -declined to provide.